Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer mentioned that rubber o-ring was loose and had crack in part of reservoir compartment as well as pieces of plastic was missing. Customer states that reservoir was able to lock in place. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.